Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, diarrhea, inflammation, loss of appetite and indigestion. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 09/16/2020. Additional information: a1, a2, b7, d3, g1, g2. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2017 due to recurrent hernia.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: b7, d3. Additional b5 narrative: it was reported that the patient experienced discomfort following the surgery.

Manufacturer narrative:
Date sent to the FDA: 4/20/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.